Manufacturer narrative:
The device is shipped with instruction for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Action has not been taken in an effort to reduce the occurrence, and/or minimize the likely severity in the event of a valve leaking, of this failure mode in other country. Training took place throughout the month of january 2008 at every eligible site in other country. The complaint is considered confirmed even with no product returned to examine, as it is similar to other field complaints returned from another country, for this failure mode. Previous complaints from another country, for this failure mode indicate the likely severity is minor harm requiring the physician to quickly place a dilator in the valve to reduce the leaking. We have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male underwent aaa repair in early 2009. The patient's anatomical form was considered suitable for endovascular therapy. The procedure went as labeled. When the gray positioner was removed, upon ballooning, a heavy blood leakage from both the ipsilateral (1820334-2009-00083) and contralateral hemostatic valve of the delivery systems occurred. A 9 french sheath was inserted into the valves. Total hemorrhage volume was 500cc. The patient did not show any post procedure symptoms. Patient is recovering.